Event description:
The hospital reported that during the saphenous vein harvesting procedure, the conical tip detached into the pts leg. The reporter did not know how the tip was retrieved from the pts leg. No additional pt complications were reported by the hospital.